Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was received on (B)(6) 2016. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported an intraocular lens (iol) implant that was exchanged following an intraocular lens implant procedure due to the lens causing more astigmatism instead of relieving it.

Manufacturer narrative:
Product evaluation: a viscoelastic was indicated which is not qualified for this lens/cartridge combination the product investigation could not identify a root cause. The lens was exchanged for a monofocal iol.